Event description:
It was reported that the insulin pump had keypad anomaly when customer was trying to get her sensor to work. Customer stated that buttons were unresponsive and alarmed button error. Troubleshooting was done. Customer's blood glucose was 170 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. However, the insulin pump had intermittent button response due to moisture damage on the keypad traces. No frozen screen was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.